Event description:
It was reported that during a da vinci right colon resection procedure, while the surgeon was using the monopolar curved scissors (mcs) instrument with the mcs tip cover installed, the mcs tip cover accessory became stuck inside the cannula as the mcs instrument was being removed. Per the information reported by the customer, no resistance was felt. The mcs tip cover accessory was discarded. On (B)(4) 2015, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint. The clinical sales representative (csr) the mcs instrument was removed and the technician noted after the instrument was removed that the tip cover accessory was missing. The mcs tip cover accessory was not in the patient's abdomen. A lap grasper instrument was used to locate the mcs tip cover accessory inside the cannula and upon the lap grasper instrument being inserted into the cannula, the tip cover accessory fell into the patient. The lap grasper instrument was used to retrieve the mcs tip cover accessory promptly and the patient was not harmed. Upon inspection, the mcs tip cover accessory was noted to be straight and undamaged; and no wrinkling was observed. The cannula had been inspected, and no physical damage was observed. According to the information provided by the csr, no instrument collisions occurred. The planned procedure was successfully completed using the same mcs instrument with a new mcs tip cover accessory. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mcs tip cover accessory has been discarded will not be returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: the site reported that the mcs tip cover accessory fell into the patient and it was retrieved with a lap grasper instrument. The procedure was completed with no patient injury.